Manufacturer narrative:
(B)(4). Batch # n54p3w: the analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. Further evaluation showed that the pan had the batch missing. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, attempting to fit the first load into the stapler, it was not possible and after the analysis of the stapler it was seen that a load (metal) was inside the base of the stapler jaw. The stapler had never been used before. Another like device was used to complete the procedure. There were no adverse consequences for the patient.